Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on distal rows 1 to 5 were pulled in a distal direction slightly over the distal marker band. The undamaged proximal section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip profile showed no signs of damage. A visual and tactile examination found a hypotube kink 6mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 12mm in length, concentric, de novo target lesion was located in a severely tortuous, severely calcified and 2.25mm in diameter coronary vessel. The lesion contained a bend between >45 and <90 degrees. A 2.25 x 12 synergy¿ stent was advanced to treat the target lesion. However, the stent got damaged. The device was removed from the patient's body and a new 2.25x12mm synergy stent was deployed successfully. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 12mm in length, concentric, de novo target lesion was located in a severely tortuous, severely calcified and 2.25mm in diameter coronary vessel. The lesion contained a bend between >45 and <90 degrees. A 2.25 x 12 synergy¿ stent was advanced to treat the target lesion. However, the stent got damaged. The device was removed from the patient's body and a new 2.25x12mm synergy stent was deployed successfully. No patient complications were reported and the patient's status was stable.